Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was returned for evaluation, and the low pump flow was confirmed. The root cause of the low pump flow was due to a kinked cannula because of improper use technique. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, cannula became kinked, and flows were low. The impella cp device was explanted and replaced with a impella 2.5. The patient survived the procedure.